Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number and expiration date unknown). (B)(6). Will not be returned to manufacturer.

Event description:
Customer reported low blood glucose symptoms with a result of 95 mg/dl obtained on the mobile system. On his way to self-treat the low blood glucose symptoms the customer passed out and injured his head. Upon waking he took dextrose and ate something; medical treatment was not necessary. On a different date the customer tested 290 mg/dl on the mobile system, 80 mg/dl on the aviva nano system, and 82 mg/dl on the compact plus system within 10 minutes of each other. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device however the test cassette is no longer available.